Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0973 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported (B)(6) PICC catheterization was performed. When activating the three-way valve before operation, it was found that there was resistance to pushing, and there was no continuous air bubble in the retraction.